Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. The customer stated he has had two low reading for their blood glucose level. The customer stated he has had low of 35 mg/dl on (B)(6) 2017. Additionally, on the morning of (B)(6) 2017 the patient's blood glucose was 38 mg/dl. The customer stated he was treated with glucose tabs. The customer also experienced a high blood glucose reading of 300 mg/dl and treated with the bolus wizard. The customer stated the high and low readings were due to the sensor not currently functioning. The insulin pump was not returned for analysis.